Event description:
It was reported that loss of capture was observed following implant. Additional information received indicated that the loss of capture was due to lead dislodgement. The rv lead was repositioned to resolve the event. The patient was stable and there were no adverse consequences.